Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Retesting of the patient samples at the manufacturer's site also yielded reactive results. Interference testing indicated reactivity to only one hiv-specific antigen, which is consistent with a false reactive result. No relevant instrument alarms were identified during the time the patient sample was processed. The root cause was attributed to a sample-specific discrepancy. False reactive results may occur with this assay due to its sensitivity and specificity characteristics.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas e411 rack. On (B)(6) 2021, the patient sample generated a result of 7.85 coi (reactive). The sample was re-tested on (B)(6) 2021, yielding a result of 8.55 coi (reactive). The patient subsequently obtained testing at an external laboratory, which reported a negative result.